Event description:
It was later reported that the patient had lost weight and the pump became superficial. The event was not due to inadequate placement at implant or pump movement in the pocket. During the previously reported catheter revision, a new pump segment was added. A spinal segment was left in the intrathecal space. At the time of this report, the patient was doing well and was receiving effective therapy.

Event description:
It was reported the pump was too superficial to the skin and the doctor wanted to move the pump and in doing so needed to revise the catheter. There were no infection symptoms or open areas over the pump. The pump was delivering morphine. Specific patient symptoms and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).